Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that there was a cerebrospinal fluid leak that occurred during an trial implant procedure at l4; which was repositioned and implanted at l3. It was also reported that the patient experienced a headache post-op. As a result, a blood patch was performed during the procedure to address the issue.